Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular oversensing was noted due to loss of capture. An svt episode was also incorrectly diagnosed in vf resulting in inappropriate defibrillation therapy. The device was reprogrammed and the detection rate was adjusted to resolve the issue. The patient was in stable condition.